Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate plus profile 400cc saline catalog #3502400 lot #6415124 sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with mentor smooth round moderate plus profile 400cc saline breast prostheses. The patient noticed that the left breast prosthesis was leaking and flat. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 4/9/2018, mentor became aware that as a result of deflation on the left breast prosthesis and bilateral ptosis, the patient underwent unilateral removal and replacement on the left breast with mentor smooth round moderate plus profile 400cc saline catalog #3502400 lot #7561336 sn (B)(4) and closed capsulotomy on the right breast on (B)(6) 2018. This medwatch form is for the left breast prosthesis. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).